Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d02214, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014, information was received from a health care provider (hcp) regarding a patient who was receiving lioresal later corrected as gablofen 2,000 mcg/ml at a flex dose of 290.5 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. The start date for the gablofen at the dose and concentration provided was indicated to have been (B)(6) 2014. The patient's medical history included cerebral palsy and allergies to morphine, penicillin's as well as valium. The patient's concomitant medications included strattera, klonopin, mvi and miralax. It was reported the patient and family went on vacation and during the vacation the patient was playing with some very strong magnetic rocks. The event date was noted to be either (B)(6) 2014. Later that same evening the mother reported that the patient was having symptoms of withdrawal. The symptoms included low grade fever, clonus, vomiting, mental status changes, sweating and insomnia. The mother also reported that she may have heard the critical alarm that same evening at a "loud" restaurant. The mother reported the alarm the critical alarm but as 10 times in a row then she did not hear it anymore. The mother gave the patient benadryl but the symptoms still worsened so the patient was taken to urgent care. Urgent care referred the patient to the hospital where they were able to speak with a hcp on monday morning. The family decided to fly back home on the morning of (B)(6) 2014. On the afternoon of (B)(6) 2014 the managing physician took an x-ray and found the patient to be extremely constipated and recommended an enema for the next 4 days. The physician also performed a successful catheter access port (cap) study which showed good backflow. The cap study was followed with a prime of the catheter. The patient was given oral baclofen 10mg four times a day. The physician believed the constipation was the cause of the symptoms so they were to start by cleaning the patient's bowels out. The physician had not yet read the pump logs but was to read the logs when they saw the patient again. The reporter stated that the patient was doing better on (B)(6) 2014, was rested and ate well which was an improvement. The physician was also thinking that the symptoms may have been caused by a virus. Further information received, on (B)(6) 2014 from a hcp, reported that the patient was showing some signs of intermittent baclofen withdrawal. The hcp asked if the pump would stall and would not show in the event logs. There were no motor stalls noted in the event logs for the pumps and there had not been any volume discrepancies. The patient was also reported to ha ve been constipated and had some urinary retention while on vacation. The hcp stated that it was possible that the patient was dehydrated as he had been throwing up. Then, on (B)(6) 2014, additional information was received from a hcp. It was reported that the patient experienced agitation and increased tone as well as the previously reported symptoms. While on vacation, the patient was started on oral baclofen and improved. The patient did not have a bowel movement (bm) for seven days. On (B)(6) 2014 the side port had good flow. An x-ray was performed and revealed the catheter was "ok" and the patient was "full of stool". The cause of the event was undetermined. It was unknown if it was due to the pump or catheter. The patient's mother had thought she heard the alarm one time. The patient recovered without permanent impairment. No further information was provided.